Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found mechanical indentations on the yaw pulley and damaged insulation on the conductor wire. Additional related observations not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found mechanical indentations on the yaw pulley and frayed grip cable. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 2.50mm - 5.95mm in length and are not axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube showed damage. Mechanical indentations on the yaw pulley, frayed grip cable, and damaged insulation on the conductor wire were observed. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps had a broken cable. The procedure was completed with no reported injury.